Manufacturer narrative:
The device was received fully deployed. The pink slide was visible in the top housing window. The download data shows that the device completed both first prime and second prime before being deactivated. An abnormality was seen in the rotational sensor data during first prime, however the device still completed 45 pulses in first prime and delivered 56 pulses total. Inspection of the commutator cap found no issues that would contribute to a rotational sensor abnormality. During the investigation the device completed a 5 unit bolus and did not replicate the abnormality. No damages or defects were noted on the device that would contribute to a needle mechanism failure. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula was visible once the pod was removed; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.